Event description:
It was initially reported that there coupling and communication issues with the patient¿s implantable neurostimulator (ins) and an overdischarged (od) condition was suspected due to patient compliance issues. It was noted that the patient had not used the ins therapy much and had not charged in a month. When contacted for follow up information, the healthcare professional (hcp) reported that they had not seen the patient since 2008. Additional follow up information received on (B)(6) 2011 confirmed that the overdischarge event was the third occurrence and that the first 2 ods were not treated by the manufacturer¿s representative. It was noted that there were symptoms experienced by the patient related to the overdischarge occurrence. The patient¿s ins was interrogated and was functionally successfully. No additional testing was performed. The patient stated that they would probably not be using the device anymore since they left leg pain they had the device implanted for had resolved in that area. An attempt to move the stimulation to address some low back pain the patient had but was unsuccessful. It was noted that they would probably have to have a lead revision to pinpoint the exact area. The patient stated that they were doing fine without the device therapy and did not want a revision. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37742, serial# (B)(4), product type: programmer, patient. (B)(4).